Event description:
It was reported that the system controller was replaced due to the pins breaking.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pin stuck in the white power cable of the system controller (serial number: (B)(6)) was confirmed via investigation of the returned controller. Upon initial observation, pins in two of the sockets of the white power cable were noted. The pins were removed to continue testing, and the controller passed all functional testing without issue or alarm. Review of the submitted log files showed no indication that the broken pins prevented the controller from supporting the system as intended. Provided information indicated that the pins came from the 14v patient cable (lot number: 11016032201). The patient cable and system controller were exchanged. The root cause of the reported event was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.